Event description:
It was reported that during the robotic prostatectomy, the device was fired one time and it was fine, but on the second one, the safety trigger removed and engaged the stapler and starting firing the stapler. It also duplicated a few times. They were able to complete the procedure with the device. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested: please explain in detail what was the issue with the device: did the device actuated without user pulling the firing trigger? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?. The following additional information was provided: "the rnfa involved said (and showed me post procedure) that when she pulled the safety trigger the stapler motor actuated. The surgeon was at that same time saying to go ahead and fire so she did not hesitate and fired the device successfully without issue. No cut line or staple line degradation was remarked by the nurse or physician. In post procedure inspection at the nurses demand, I was able to duplicate her account of the situation with the spent load that is currently in the device. While I took the device off safety while pulling the safety lever only, the firing trigger looks to be automatically pulled slightly, just enough to engage the motor (audibly engaged) but was not able to tell if the knife blade moved forward or not. The nurse tried to duplicate it again and the device stopped doing it ". An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested: please explain in detail what was the issue with the device: did the device actuated without user pulling the firing trigger? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?. The following additional information was provided: "the rnfa involved said (and showed me post procedure) that when she pulled the safety trigger the stapler motor actuated. The surgeon was at that same time saying to go ahead and fire so she did not hesitate and fired the device successfully without issue. No cut line or staple line degradation was remarked by the nurse or physician. In post procedure inspection at the nurses demand, I was able to duplicate her account of the situation with the spent load that is currently in the device. While I took the device off safety while pulling the safety lever only, the firing trigger looks to be automatically pulled slightly, just enough to engage the motor (audibly engaged) but was not able to tell if the knife blade moved forward or not. The nurse tried to duplicate it again and the device stopped doing it ". An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the robotic prostatectomy, the device was fired one time and it was fine, but on the second one, the safety trigger removed and engaged the stapler and starting firing the stapler. It also duplicated a few times. They were able to complete the procedure with the device. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. D4: batch #536a65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.